Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during rotator cuff repair case, the tendon anchors broke within the puck while trying to be loaded. None could be loaded successfully. None of these anchors were used on the patient. Procedure was completed using a third box of tendon anchors. It is unknown if a delay occurred due to this problem. No patient complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The reported malfunction does not meet the criteria to be considered not reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.